Manufacturer narrative:
Correction to: a1, b5, b6, d1, d2 (common device name), e1, e2, e3, g3, h3, h6 (patient code, and device code). Additional information: b2, b7, e4, g5 (510k), h6 (method, results, and conclusion codes). The device was not returned for evaluation. However, a photo and x-rays were provided and used for evaluation. This allowed for limited visual examination of implant placement. Implant appears to be positioned correctly within the disc and there are no visual defects present in device photo. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a mobi-c implant was removed from a patient several years after initially implanting. The patient reported continued pain after the original surgery with very little improvement. The surgeon noted that upon removal, nothing appeared to be wrong with the device.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Without a product return, no product evaluation is able to be conducted. Product was scrapped at hospital. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Waiting on additional information. Investigation is still in progress. Conclusion is not yet available. Product discarded.

Event description:
Mobi-c p&f us : revision due to pain. It was reported by sales rep. That a mobi-c implant had to be removed from a patient. The surgeon for revision was not the original surgeon. It was implanted sometime back in 2016 according to patient. Sales rep is not sure of the doctor. The patient reported continued pain after the original surgery with very little improvement. Dr noted that upon removal nothing appeared to be wrong with the device. Patient had an acdf fusion after removal of mobi c device. Unsure of any contributing factors. Patient notified doctor that the original mobi c surgery never really helped alleviate her symptoms. X-rays were provided. Waiting on additional information.